Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline comm fault alarms was confirmed via the submitted log files. Data from the reported event date of 26jul2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 21:04:15, the driveline comm fault alarm was active due to a com_b_fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 per time stamp). This was the backup controller the patient exchanged to, and the alarms had resolved. There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided stated that they attempted to clear the alarm several times, but it persisted. The decision was made to exchange the modular cable and the system controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room due to a driveline communication fault. Log files were sent for review. The event log confirmed the reported driveline communication faults (b) on (B)(6) 2025 that started at 21:04 until the end of log. There was no pump interruption during these events. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) had functioned as intended. The fault was attempted to be cleared multiple times with no resolution. The modular cable and system controller were then exchanged. Exchange of equipment was completed without complications. A controller self-test was performed to verify resolution of alarm after equipment exchange. Log files post exchange was reviewed. The event log contained data as a newly programmed controller. The controller only contained two lines of data with communication fault resolved.